Event description:
Gore gold handle suture retrieval - tip that grabs the suture inside the pt. During a laparoscopic procedure, broke off in the fascia as they brought it back out. The tip was recovered.